Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was over 300 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer's mother advised they do not use room temperature insulin and instead use cold insulin. Customer's mother was advised to avoid air bubbles they must use room temperature insulin.